Event description:
It was reported that the customer identified an anomaly in the usage of a cannula. Specifically, he received a report regarding the failure of the cuff to hold inflation. It deflates approximately two to three hours after inflation. This impacted the management of both the ventilator and the patient. Additional information was later received indicating that possible, unintended, misuse may have occurred. The "headphones are filled with air instead of water. The model with the ref. 670180 must be filled with water while the model with the ref. 750180 must be filled with air."

Manufacturer narrative:
Other text: b3: date of event is unknown, no information has been provided to date. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation.